Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient experienced a stroke while at a dermatology appointment. The patient¿s wife reported that the patient had a stroke with symptoms of left arm spasm and blurry vision. The patient was hospitalized and released. The rep was informed of the stroke at the patient¿s follow-up on (B)(6) 2017. The stimulator was unaffected. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting or actions/interventions were need regarding the patient¿s device. The issue was resolved as of (B)(6) 2017. No surgical intervention occurred or was planned and the patient was alive with no injury. The issue occurred during normal use. Additional information was received from the rep. It was reported that there was not any suspicion that the spinal cord stimulation device or implant procedure led or contributed to the stroke that the patient was aware of. The patient mentioned an MRI as diagnostics performed related to the stroke. The cause of the stroke was unknown.

Manufacturer narrative:
Correction: event was corrected.

Event description:
Information was received from a healthcare professional and consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient experienced a stroke while at a dermatology appointment. The patient¿s wife reported that the patient had a stroke with symptoms of left arm spasm and blurry vision. The patient was hospitalized and released. The rep was informed of the stroke at the patient¿s follow-up on (B)(6) 2017. The stimulator was unaffected. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting or actions/interventions were needed regarding the patient¿s device. The issue was resolved as of (B)(6) 2017. No surgical intervention occurred or was planned and the patient was alive with no injury. The issue occurred during normal use. Additional information was received from the rep. It was reported that there was not any suspicion that the spinal cord stimulation device or implant procedure led or contributed to the stroke that the rep was aware of. The patient mentioned an MRI as diagnostics performed related to the stroke. The cause of the stroke was unknown.